Manufacturer narrative:
While performing a review of the file it was determined that it was a duplicate of an existing complaint record. Please disregard any reports associated with file mrn 9617604-2025-00255. Please reference file mrn 3012307300-2025-11515 for all details pertinent to this event.

Manufacturer narrative:
E1 phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
The customer provided pictures showing what appeared to be condensation on the cassette. There was no reported patient involvement.